Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.1 keeps failing.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter prefix a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) shut down the station and accessed hardware test application (hta) to run diagnostics, which revealed multiple cubie failures. The fse replaced the retractor band, reassembled the drawer, and tested it in hta, but some cubies continued to fail. Then the fse identified two consistently failing cubies and ejected them. The fse replaced the row board cable, reassembled the drawer, and reinserted all cubies. The first test passed, but the second test showed failures again. The fse removed all non-essential cubies and finally achieved successful test results. The customer then recovered the failed storage spaces, tested all cubies, and removed the pockets as part of the final verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.1 keeps failing.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.